Event description:
It was reported that after the pocket was closed, the lead exhibited increased bipolar threshold and impedance. The bipolar threshold was 5.5 v at 1.5 ms and bipolar impedance was greater than 2000 ohms. The ventricular polarity was changed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.